Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive up and down buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify bad battery or failed batt test alarms due to unresponsive button.

Event description:
Customer's father reported via phone call that the insulin pump had a keypad anomaly. The up and down arrow buttons were not responsive. The insulin pump alarmed failed battery test. Customer's blood glucose level was 65 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.